Manufacturer narrative:
(B)(4). To the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon could not be fully deflated. Reportedly, the balloon was removed together with the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event.